Event description:
The customer reported that 12, 840 ventilators stopped cycling on a pt. These incidents occurred over the last six months but were just reported to us. No pt harmed or injury as result of the events. No additional info could be obtained as customer did not track which ventilators were used on which pts.

Manufacturer narrative:
It has been recommended to customer to track and report incidents as they happen.